Manufacturer narrative:
This is a final report. The complaint investigation revealed a defect in the electro-mechanical control circuit for the fl400 functionality, i.e. On the "oh6 adapter" pcba and/or the illumination unit (including filter wheel controller and filter wheel motor). The individual defective component that caused the control circuit malfunction could not be determined. There was no evidence of visible damage to circuits or functionalities other than the fl400's electro-mechanical control circuit. Identified root cause for the reported issue is a component failure in the electro-mechanical control circuit for the fl400 functionality. Based on the identified root cause along with the review of the complaint statistic, it can be concluded that the reported issue is an isolated, random component failure with no indication of design or manufacturing issues and no indication of an adverse trend. The reported malfunction was resolved by replacing the "oh6 adapter" pcba, the wiring to and from the pcba, and replacing the illumination unit (including filter wheel controller and filter wheel motor).

Event description:
Leica microsystems (schweiz) ag received a complaint from USA stating that, when using the fl400 function with an arveo, the fl400 illumination filter got stuck during surgery and it was not possible to switch back to normal white light. The operation was then aborted due to missing white light. There was no patient injury.

Manufacturer narrative:
An investigation of the incident is currently underway and a follow-up will be submitted should additional information become available following investigation.